Event description:
A customer reported that the system shut down on its own, during a cataract, with intraocular lens (iol) implant procedure. There was no harm to the pt. Additional info has been requested.

Manufacturer narrative:
The company representative examined the system and replaced the foot pedal cable assembly and reseated cables on the footswitch controller printed circuit board (pcb). Preventive maintenance was performed. The system was then tested and met product specifications. A root cause has not been identified. (B)(4).